Event description:
The customer reported to olympus device tip was damage. Upon inspection and testing of the customer returned device, it was observed the pink probe was cut exposing the glue underneath. This report is being submitted for the malfunction found during evaluation. There was no death or injury reported due to the event.

Manufacturer narrative:
The evaluation confirmed the reported damaged tip additionally, the evaluation found: missing glue between the probe and the distal end of the device, non sharp scratches on distal end of the device, bending section cover glue was cracked, and there was play in the control knob movement. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been nearly 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the cut pink probe likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.